Event description:
Following a tracheostomy change, the patient's blood oxygen levels began to desaturate. Upon subsequent trach change, it was noted, pt improved with no incident related medical sequelae.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available, and is returned and evaluated, the manufacturer weill file a follow-up report detailing the results of the evaluation.